Event description:
Per customer: the results labeled "suspected false positive" are results that had an extremely faint line. Per acculas IFU these should be treated as positive. The clients were all asymptomatic, so we retested them. Restest were neagtive recollected the samples and ran some of them on a cepheid xpert xpress machine if we could. Again, negative results information reported by user is being reported as required by 21 cfr 803.

Manufacturer narrative:
Mesa has concluded the investigation of this complaint and determined that the lot meets specification. Mesa continues to track, trend, CAPA assigned, and react to customer complaints. No adverse event occurred. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.